Event description:
Customer reported via phone, he was exercising at the gym and he experiences low blood glucose of 39 mg/dl, treated with 6 or 7 glucose tablets. Customer wasn't sure why the low occurred. Troubleshooting was performed. The drive support cap appears to be normal. Customer reported his doctor had changed the programming in the insulin pump recently. The same of amount of insulin is showed in the reservoir and the device display. The device was not exposed to an MRI. Customer was advised to monitor the device, speak to his doctor, and call back if issue persisted. Customer stated he felt fine and believes the low might be due his workout. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.